Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one maxcore biopsy needle was returned for evaluation. Functional testing could not be completed due to the received condition of the device (bent needle). X-ray revealed incomplete tang engagement. Therefore, the investigation will remain inconclusive for the alleged self-activation. The definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. Expiry date (06/2019.

Event description:
It was reported that during an ultrasound guided liver biopsy through normal density tissue, the device allegedly self-activated. It was further reported that a coaxial was not used and the procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Expiry date (06/2019).

Event description:
It was reported that during an ultrasound guided liver biopsy through normal density tissue, the device allegedly self-activated. It was further reported that a coaxial was not used and the procedure was completed using another device. There was no reported patient injury.